Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation determined the likely cause of the reported problem was communication failure between the subject device and the scope due to a deformed pin inside the video connector socket. A definitive root cause for the deformed pin was not determined; however, the investigation determined it is likely that the following events occurred, in order: 1.) When the scope connector was inserted into the scope connector socket of the olympus, model cv-170, the cracked distal end of the scope connector was caught by the terminal inside the scope connector socket of cv-170. 2.) While the inserted scope connector got caught, another scope connector was inserted. This pushed the terminal inside the scope connector socket of the cv-170 further, and the terminal was buckled. The following statement is contained in the instructions for use: "confirm that the electrical contacts inside the video connector of the videoscope are not damaged."

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The reported problem was confirmed and the cause isolated to a bent pin in the video connector. It was determined replacement of the video connector was required to resolve the problem.

Event description:
A user facility reported to olympus that no image was observed when using olympus, cyf-v2 scopes with the olympus, cv-170. The problem, as reported to olympus, was identified during a diagnostic procedure. There was no patient injury or harm, associated with the problem, reported to olympus.